Manufacturer narrative:
Per the tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer reported using infusion set for more than 2 days. Tandem customer technical support informed customer that using infusion set for more than 48 to 72 hours is off label per the user guide. Customer's blood glucose was in 180-300 mg/dl range.